Manufacturer narrative:
This report is submitted on november 15, 2019.

Event description:
Per the clinic, it was reported that the patient had an infection at the implant site resulting in a loss of osseointegration and fixture loss (date not reported). The patient will not be reimplanted.